Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 500 mg/dl. Reportedly, elevated bg levels were due to the pump basal rate needing to be adjusted, and the customer miscalculating the amount of carbohydrates consumed. Customer addressed elevated bg levels with a bolus via the pump. Tandem technical support guided the customer through adjusting the pump basal rate.